Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had calibration issue. Blood glucose value was 511 mg/dl at the time of the incident. Troubleshooting was not completed because the customer declined to continue troubleshooting. Nothing will be replaced or returned.

Manufacturer narrative:
Updated concomitant products.